Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced difficulties initiating communication between the ipg and the external devices. The pt was without stimulation. The pt also reported she had lost weight. Replacement external devices were tried to no avail. Surgical intervention was undertaken to explant and replace the system ipg. Effective stimulation was captured post-operative. No further pt complications were reported.